Manufacturer narrative:
The clinical details were reviewed, and it was identified that the surgical site was not prepared with a starter. Per the device biorci IFU 1061039 ¿ warning: the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion¿.

Event description:
It was reported that biorci screw broke during the intervention. No patient injury was reported